Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, front cover, and plate clip. Cracked tank cover. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface .the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer displayed an overtemp alarm, membrane switch is defective. No adverse patient effects were reported.

Event description:
Additional information was received indicating that there was no patient involved.